Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00056 on march 7, 2014 for a negative result using the advia centaur xp hcv (ahcv) assay and pcr. The patient was (B)(6) by other methods. On april 10, 2014 - additional information: siemens received the sample and tested it with advia centaur systems hcv reagent lots 062239, 062240 and 062245. The results were (B)(6) with the three reagent lots (0.57, 0.44 and 0.44 index respectively.) This indicates that the issue is not a site specific issue or a lot specific issue. Siemens also tested the sample by western blot and found it to be indeterminate with a 1+ band. Siemens suggests that the customer may choose to track the number of (B)(6) samples and compare the numbers to the clinical trial results in the instructions for use (IFU). Siemens reviewed the number of (B)(6) samples reported to siemens and calculated a sensitivity rate of 99.99% based on the number of tests shipped. The calculated statistics supports the assay meeting the instructions for use sensitivity claims. No further investigation is required.

Manufacturer narrative:
The cause for the discordant hcv result is unknown. Siemens healthcare diagnostics has received the patient sample for further testing.there are no other reports from this site regarding discordant advia centaur xp hcv results.no further evaluation of the device is required.the limitations section of the instructions for use (IFU) states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions.assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Event description:
The customer observed a (B)(6) result using the advia centaur xp hcv (ahcv) assay and pcr. The patient was (B)(6) by other methods.there are no reports that treatment was prescribed or altered based on the (B)(6) result. There are no reports of adverse health consequences based on the (B)(6) advia centaur hcv result.